Event description:
(B)(4). Wound care manager serviced a patient using the invia liberty device with the medium avance from dressing kit. Device was set at -1290. There was a clog at the distal end of the transfer pad tubing. The clog prevented draining fluids to travel to the distal end of the double lumen tubing. According to the patient and the wound care manager the clog was due to a crystal substance used during surgery. The crystal substance was sucked into the esi tube preventing fluids from passing into the double lumen tubing; which was preventing fluid from collecting in the canister. The wound care manager cut the esi tube which contained the clog and reattached the esi tube to the double lumen tubing. This fixed the problem.